Manufacturer narrative:
The reported event of noise and impedance anomalies were confirmed during lab testing. Bench tests revealed excessive, high frequency noise, which was present on all of the sensing channels. In addition, all measured impedances by the device were outside normal limits. Further analysis of the device was performed and the cause of both anomalies was revealed to be due to an unstable reference voltage (vref) internal signal caused by a bad c10 connection on the hybrid.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy. At interrogation, episodes of noise resulting in oversensing, low impedance, and high impedance were observed on the device. A revision procedure was performed. During the procedure, the leads were tested with a pacing system analyzer and revealed normal electrical values. The leads remained implanted. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.